Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism; outer insulation cosmetic depression and outer insulation cosmetic environmental stress cracking observed; full lead analyzed.

Event description:
It was reported that the right atrial and left ventricular leads dislodged. The right atrial lead was removed and replaced, and the left ventricular lead was revised and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and left ventricular leads dislodged. The right atrial lead was removed and replaced, and the left ventricular lead was revised and is still in use. No patient complications have been reported as a result of this event.